Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that an unknown t-pal implant has backed out. Additional information has been requested. This report is for one unknown t-pal spacer. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Update, added adverse event & required intervention to prevent permanent impairment/damage (devices) to changed reportability. MDR tree from rm to si/rm: there is no documentation of revision surgery at this time but additional med intervention due to x-rays. Internal review was performed. The investigation of the complaint articles indicates that the: two level intervertebral fusion from l4 to s1 using pedicle screw and rod fixation, one cage at l4/5 and one cage at l5/s1 level. Almost half of the l4/5 cage migrated posteriorly, which support the complaint information. Added serious injury to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: two level intervertebral fusion from l4 to s1 using pedicle screw and rod fixation, one cage at l4/5 and one cage at l5/s1 level. Almost half of the l4/5 cage migrated posteriorly, which support the complaint information.

Manufacturer narrative:
This report is for one unknown t-pal spacer. Part and lot number were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.